Event description:
It was reported that the patient experienced hyperglycemia after the infusion set connection was not tightened and insulin delivery was interrupted, followed by reuse of prior tubing and luer connector that contributed to delivery issues and apparent pressure buildup until a full supply change restored function; the highest reported glucose was 342 mg/dl, and troubleshooting and education were provided regarding proper setup and not reusing supplies. Symptoms included nausea. Outcomes included prolonged elevated glucose outside the target range without need for professional medical intervention and resolution after a complete supply change and resumed delivery. Investigation included product troubleshooting with guided infusion set and cartridge replacement and education on correct use. Investigation of this case revealed an incorrectly attached infusion set and continued use of previously used disposable components leading to impaired insulin delivery. It was concluded that user setup error related to the infusion set connection and reuse of disposable components resulted in hyperglycemia, and proper replacement and reconnection corrected the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.